Manufacturer narrative:
Product event summary:the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range. Analysis of the device memory indicated atrial pacing capture threshold was elevated. Analyst commented, atrial pace impedance steady at approximately 700 ohms through (B)(6) 2014, rises out of range, greater than 4000 ohms starting (B)(6) 2014. Variable thresholds for life of atrial capture management trend. Began torise in (B)(6) 2013, staying high (B)(6) 2014.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the implantable tachy lead (itl) exhibited high threshold, high impedance with a possible fracture noted. Diagnostic, testing, troubleshooting was performed. The itl remains in use, however there is scheduled explant. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.